Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, it was reported via email that the patient reported ¿inaccurate readings with the g7 led to a hospital visit¿. The patient was also wearing a tandem insulin pump. No other patient or event details were reported, including patient symptoms, treatment details, or length of hospitalization. Attempts to reach the patient for further event information were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.